Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, the low voltage lead exhibited helix mechanism issue resulting in unspecified helix rotation. The low voltage lead was removed and replaced. The patient had no adverse consequences.